Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had been experiencing difficulty initiating communication between the ipg and the external devices. Replacement external devices were used to no avail. The pt is without stimulation. Surgical intervention is pending to address the issue.